Event description:
Invalid result(s). Called in because she purchased 2 flowflex kits that showed invalid results. After 15 minutes and no later than 30 minutes no c line appeared, only the t line. The c line appeared the next day. She followed the directions exactly. The sample was dispensed into the s well. Picture provided of the results from the next day. The kits were purchased at walmart.

Manufacturer narrative:
Case outcome: due to the absence of internal records for the reported lot number, the investigation was limited to a review of the customer provided information and photographic evidence. During the investigation it was noticed that the lot number reported by the customer does not correspond to any lot recorded within the internal manufacturing or release databases. The absence of any matching internal records indicates that the lot number was likely reported in error. Due to this inability to trace or verify the lot, internal manufacturing documentation, including device history records (DHR), could not be reviewed. Consequently, the investigation was limited to the evaluation of the information and photographic evidence provided by the customer. Based on the review of the customer provided photo, both test devices show the presence of control (c) and test (t) lines, which meet the packaging insert claims. The customer's complaint can't be confirmed due to the reported lot number being incorrect or not traceable, documentation review and retention sample testing could not be performed.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Called in because she purchased 2 flowflex kits that showed invalid results. After 15 minutes and no later than 30 minutes no c line appeared, only the t line. The c line appeared the next day. She followed the directions exactly. The sample was dispensed into the s well. Picture provided of the results from the next day. The kits were purchased at walmart.